Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received inappropriate shocks. Patient is in a stable condition with the device disabled.

Manufacturer narrative:
Product returned on (B)(4) 2015.